Event description:
This report was received from global pharmacovigilance (gpv). On (B)(6) 2012, a peritoneal dialysis nurse notified a baxter clinical educator of 2 patients at the clinic with peritonitis. Event details and patient information was not reported. This complaint addresses patient 2 of 2. A search identified the clinic had received product (B)(4), lot number h12g27079 within six months prior the reported event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number h12g27079. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.